Event description:
Microaire was contacted by an individual claiming that individual underwent surgery in 2001 for a "hammer toe" condition and a microaire k-wire (part/lot number not known) was temporarily implanted to stablize the joint. The contact stated that during routine x-rays the wire was found to be broken at the joint.